Manufacturer narrative:
Investigation is ongoing.

Event description:
Post transfemoral tavr procedure, the sheath split at the distal tip. The physicians felt it was the patient's anatomy that was the problem and caused the sheath to split. There was no insertion or removal difficulty with the sheath. The patient's iliacs were very tortuous, though they were large enough (12mm, on the right side) to accommodate the sheath without any issue and lacked calcium. The physicians expected this issue and were not surprised. They placed a covered stent in the external iliac after removal of the sheath, which was planned prior to the procedure, as the patient's "vessel looked tight". The device is not available for return evaluation, the site threw it away before the field clinical specialist (fcs) was told there had been an issue. No photos are available for the same reason.

Manufacturer narrative:
The (B)(4) report shows that patient had tortuous access with large vessels and minimal calcification. As the affected device was not returned, the investigation will be limited to review of DHR, review of physician training and I fu for the commander delivery system and edwards expandable sheath, review of complaint database for similar complaints, review of lot history, and manufacturing mitigations. The most relevant work orders for the failure mode reported in this complaint did not reveal any manufacturing related issues that could have contributed to this complaint. No IFU or training deficiencies were identified. A review of complaint history reveals that the occurrence rates do not exceed the (B)(4) 2016 control limits for the trend category "damaged." A review of lot history revealed no other similar returned complaints for "sheath distal tip - damaged." During manufacturing of the esheath, sheath shafts inspections are performed at component level as well as 100% final inspection by manufacturing and quality. It is visually inspected using 3x magnification, and rejected for defects, including wrinkles, kinks, bends, or mechanical damage. The tip interface is visually inspected at 3x magnification, and not accepted if there is serrated transition, holes, or rough surface. The tip is visually inspected under 10x magnification, and not accepted if there are tears. During packaging the shaft is gently inserted through the shorter tubing, confirming that the clear distal tip is not damaged while inserting into the shorter tube. After sterilization, the liner is visually inspected on sample devices from each lot under a sampling plan during product testing "sheath expander insertion force", ¿post-expansion seam verification" and "post-expansion tip fragment verification". The samples go through an expander insertion test where peak push force is measured while an expander (simulating a delivery system and valve) is pushed through the expandable sheath. The lots can only be released if the product verification samples pulled from each lot pass all required tests and meet statistical acceptance criteria. This lot was tested on 03/31/2016 and met the acceptance criteria. The inspections described above support that it is unlikely a manufacturing non-conformance was related to the reported failure mode. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, engineering was unable to confirm the complaint for "sheath distal tip - split". Furthermore, without the device, engineering was unable to perform any visual, functional or dimensional analysis. Based on this, the presence of a product or manufacturing non-conformance was unable to be determined. As noted in the results and findings sections, the complaint history review did not indicate that a manufacturing non-conformance is likely cause of the customer complaint. A review of manufacturing mitigations supported that the esheath has proper inspections in place to detect issues related to the reported event. Per complaint description, "the patient's iliac were very tortuous" and "the physicians felt it was the patient's anatomy that was the problem and caused the sheath to split." This patient factor (severely tortuous access vessel) may create sub-optimal insertion angles to advance the esheath. From the (B)(4) report, calcification was observed at the bifurcation area which most likely contributed to the distal tip split during advancement. The aforementioned patient/procedural factors or a combination of these factors could have potentially contributed to the reported event "sheath distal tip - split"; however, based on the available information, a true root cause of the reported complaint could not be determined at this time. Since no manufacturing non-conformances or IFU/training inadequacies were able to be identified, a corrective or preventative action is not required. Since no product non-conformances were able to be identified and the occurrence rate does not exceed the complaint control limits for the applicable trend category, a product risk assessment (pra) escalation is not required. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint for "sheath distal tip - split" was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Available information suggests that patient and procedural factors may have contributed to the event. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of june 2016 revealed that occurrence rate did not exceed the control limits for the applicable trend category for "sheath distal tip - split." Therefore, no corrective or preventive actions are required.